Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300's (mg/dl) with moderate level of ketones. To address the bg level, the customer delivered a bolus with the pump. Reportedly, the customer's pump settings need to be adjusted and the customer was in contact with health care provider regarding diabetes adjustment.